Event description:
Customer reported that the pump's battery was depleting by 50% each day. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device, as the current pump was out of warranty.